Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12796, 1627487-2021-12798, 1627487-2021-12799. It was reported the patient's lead has high impedance that may be a result of scar tissue. Surgical intervention may be pending to address the issue. It is unknown which lead has the issue, as such all four leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2021-02372 additional information found that surgical intervention was undertaken on (B)(6) 2021 wherein 1 lead, 1 extension, and the ipg were explanted and replaced to address high impedances. The physician was unable to remove the faulty lead that had 2 impedances; therefore that lead remains implanted. Note: it is unknown which lead were replaced, as such all four are being reported.